Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-02505. It was reported the pt is having his scs system removed. The pt stated, he felt the system was not providing any pain relief. The pt's physician advised the pt that he could have his system reprogrammed, but the pt declined. The pt's scs system was removed on (B)(6) 2014.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.